Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have wear and tear damaged enclosure, line cord, and plate clip, cracked tank cover and an outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Plugged line cord into outlet and pushed the power switch to the "on" position, confirming the reported customer complaint. The power switch had become disconnected from the pcb, and the problem source has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that during testing, device had no power. No patient involvement.